Manufacturer narrative:
Evaluation - results- other: a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The pt reported she had a 12.6mm micl12.6 implanted I 2006, in her left eye (os). At the two day post-operative visit, the pt's best-corrected visual acuity was 20/20, 16 mmhg. In 2007, a retinal specialist repaired a retinal detachment. A retinal tear was lasered four months later. The pt has had some loss of vision, due to the development of a cataract. The lens remains implanted. The pt's current best-corrected vision acuity is 20/20.